Manufacturer narrative:
H4: device manufacture date: the lot was produced in april 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo was performed and the issue could not be identified through visual inspection of the photo. Meanwhile, retention samples were visually inspected and no issues were detected. The retention samples were also gravity tested and leak tested and no leak was observed. The reported condition could not be confirmed via the photograph or by evaluation of the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pvc free admin set was not working; there was a block in the set (bottom of the drip chamber). This was noticed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.